Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia due to possible under delivery of insulin. It was reported that the customer woke up with high two nights in a row. It was reported that the insulin pump was not delivering basal during the night. The customer reported that he had high blood glucose levels ranged from 6.3 mmol/l to 22.7mmol/l. Troubleshooting was performed. The customer was advised to revert to back up plan and it was reported that the health care professional requested the customer to change the insulin pump. Product is expected to return.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the dat test at 0.08750 inches. No device deficiency anomaly or under/over delivery anomaly noted during test.